Event description:
It was reported that a user experienced a hyperglycemic event with a highest cgm reading of 261 mg/dl for approximately three hours while using the ilet with a freestyle libre 3 plus sensor after announcing a usual meal but consuming a "larger than usual" meal of chinese food; the device subsequently brought glucose back into range without alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences and resolution of glucose to target range with routine system operation. Investigation included review of device performance and user-reported history. Investigation of this case revealed normal device function and user-related meal announcement mismatch leading to underestimation of carbohydrate exposure, consistent with an incorrect meal size entry. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.